Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: defective printed circuit board and low converter voltage. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no touch screen display was caused due to defective printed circuit board. The most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited intermittent no screen display. The issue was fond during preparation for an unspecified procedure before the patient entered the room. The procedure was completed using a similar device. There were no reports of patient harm.